Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator three days after implant. The device remained implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description: final analysis found normal device characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The device was explanted and returned.

Event description:
New information notes correct implant date.

Manufacturer narrative:
Implant date should have been (B)(6) 2014 rather than (B)(6) 2014.